Event description:
It was reported that during a colon resection procedure, the adjusting knob was turned counterclockwise by one rotation. The device was gently turned side to side and could not be removed from the patient; the device was stuck. The surgeon stated that he had to pull hard to remove the device and the tissue was torn. The case was completed by hand sewing the anastomosis. The surgery was delayed by one hour. No device returning.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.